Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported the personal therapy manager (ptm) displayed error code 8286. It was reviewed this error code represents an empty pump. It was noted the patient missed a refill procedure. It was reported the patient had trouble learning how to use the ptm and noted a code. At first, the patient stated she saw error code "9876." It was discussed this was not listed as a code. The patient was assisted with walking through using the ptm. The patient then confirmed the error code on the ptm was 8286. It was reported the patient was due for a refill "months ago." The patient had a couple of heart attacks and was using her primary care physician (pcp) as her healthcare provider (hcp) now. The patient's first heart attack was in (B)(6) of 2016. The second heart attack was in (B)(6) of 2016. It was noted they were not serious heart attacks, but still heart attacks. It was noted the patient had been taking all ki nds of other medications due to the heart attack and that she did not have any pain. It was suggested the patient contact her hcp regarding the need for a refill. It was noted the patient does not have a hcp, but does have a pcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.